Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event, ¿the entire screen becomes black and shows no images (blackout)-unable to restore¿, was confirmed, and the device did not meet the standard specifications. Image sensor unit was damaged during user handling, causing the suggested event. As for the cause of damage of the image sensor unit, irregular stress may have been applied to bending section. The instruction manual identifies the following related verbiage which could have detected and prevented the phenomenon: user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU). Ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Ltf-s190-5 operation manual _important information: please read before use: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found flickering/no image when angulating in the 'up' position due to a damaged charged coupled device. Several wires of the bending section were frayed. The adhesive of the bending section cover was removed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the entire screen became black with no image when the videoscope was plugged in. The issue occurred during an unspecified procedure. There were no reports of patient harm.